Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment and stent damage occurred. The 98% stenosed, 38mmx3.7mm target lesion was located in the severely tortuous and severely calcified mid to distal left anterior descending artery. A 24 x 3.00mm promus premier drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was dislodged and the edge of the stent struts were lifted. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment and stent damage occurred. The 98% stenosed, 38mmx3.7mm target lesion was located in the severely tortuous and severely calcified mid to distal left anterior descending artery. A 24 x 3.00mm promus premier drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was dislodged and the edge of the stent struts were lifted. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable. It was further reported that the stent was lifted up and displaced on the balloon and did not dislodge as what was previously reported. The stent remained on the balloon and was removed directly. Device evaluated by MFR: promus premier ous mr 24 x 3.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. A visual and tactile examination of the hypotube and shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No issues were identified during the product analysis.